Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: three electronic photos were reviewed by the bard peripheral vascular engineer. The first photo shows what appears to be a g2 filter on a surgical drape/fabric. The apex of the filter is covered in clot/tissue. Tissue/clot is adhering to one of the filter limbs. The number of limbs cannot be counted due to the angle and zoom of the photograph. The second and third photos show a g2 filter on a flat surface. Clot/tissue can be seen around the apex of the filter and adhering to a filter limb. Eleven limbs can be seen, thus confirming the complaint for a detached limb. It is unknown whether the missing limb is an arm or leg. The exact point of detachment cannot be identified in the photos provided. In addition, several feet are missing from the legs of the filter. Only 2 feet can be identified. Conclusion: the device was not returned. Three photos were provided. Based on the photo review, limb detachment can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/ potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown period of time post vena cava filter deployment during a filter retrieval procedure, one limb was allegedly discovered to have detached and was now located in the heart. An attempt to capture and retrieve the filter with a snare was unsuccessful. The following day, the filter was surgically removed in the operating room. There was no attempt to retrieve the detached limb which remains in the heart. The patient status was not provided.

Manufacturer narrative:
No device or no medical records have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Photos were provided and review is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown period of time post vena cava filter deployment during a filter retrieval procedure, one limb was allegedly discovered to have detached and was now located in the heart. An attempt to capture and retrieve the filter with a snare was unsuccessful. The following day, the filter was surgically removed in the operating room. There was no attempt to retrieve the detached limb which remains in the heart. The patient status was not provided.